Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 10mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon pinhole occurred. The 5% stenosed target lesion was located in the non-tortuous and mildly calcified beneath the knee. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation, the balloon was leaking, and a pinhole was noted. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon pinhole occurred. The 5% stenosed target lesion was located in the non-tortuous and mildly calcified beneath the knee. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation, the balloon was leaking, and a pinhole was noted. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.